Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. The reported patient effect(s) of perforation is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. The additional device referenced in b5 and d10 is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat lesions in the left circumflex (lcx) artery and the left anterior descending (lad) artery. After orbital atherectomy, a 3x48mm xience xpedition stent was implanted without issue in the lcx followed by post dilatation with a non-compliant balloon. Then, orbital atherectomy and pre-dilatation was performed in the lad. A 3x33mm xience xpedition stent was implanted and then overlapped by a 3.5x18mm xience xpedition stent in the lad. Post dilatation was performed and a perforation was noted in the mid segment of the implanted stents. Therefore, a 3.5x19mm graftmaster was implanted to treat the perforation. There was no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was reported.